Event description:
Refer to medwatch no. 1219856-2007-00099 for first event involving this pt. It was reported that the md prepped iab per instruction. Prior to insertion, fos was zeroed. The iab was inserted sheathless. After insertion, the md connected blue fos sensor to pump, and the console displayed that the arterial pressure fos (fiber optic sensor) was weak. The md removed the iab & replaced it with another iab successfully. The third iab was placed successfully. There were no reported pt complications.

Manufacturer narrative:
A follow-up report will be filed if more info becomes available.